Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to a worn bearing. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Photograph provided confirms wear on the bearing. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-ray image was provided and assessed however was not sent to mmi as bearings are not visualized on x-rays and sending images would not enhance the investigation. A definitive root cause cannot be determined. This complaint is confirmed via photographs provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.